Event description:
It was reported that this pacemaker patient experienced syncopal episodes. The cause of the syncope was unknown. Boston scientific technical services (ts) recommended programming rythmiq off or reprogramming sudden brady response (sbr) to detect more quickly. Rythmiq was programmed off. This pacemaker remains in service. No additional adverse patient effects were reported.